Manufacturer narrative:
As reported in a research article, transcatheter correction of the scimitar variant with dual pulmonary venous drainage¿an international multicenter series. Information from the field indicated that contrast injection revealed retrograde flow from the right middle pulmonary vein into the left atrium, confirming dual drainage of the right lower lobe. A 10 mm amplatzer vascular plug ii was implanted. Angiography showed unobstructed flow between the right lower and middle pulmonary veins, with only a trivial residual shunt to the inferior caval vein. Follow-up echocardiography at 3 months confirmed complete closure with no residual shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that patient complications and/or procedural circumstances could contributed to the reported issue; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
The article, "transcatheter correction of the scimitar variant with dual pulmonary venous drainage¿an international multicentre series", was reviewed. The article presented a case study of a 4-year-old patient with a history of chest infections and a scimitar variant with dual pulmonary venous drainage. Contrast injection showed retrograde contrast flow to the right middle pulmonary vein and into the left atrium and confirmed dual drainage of the right lower lobe. A 10mm amplatzer vascular plug ii was selected for implant on an unknown date. Selective pulmonary angiography demonstrated unobstructed flow from the right lower pulmonary vein to the right middle pulmonary vein. A trivial residual shunt was observed to the inferior caval vein. No residual shunt was present on follow-up echocardiography at 3 months. [The primary and corresponding author was shakeel qureshi, department of paediatric and congenital cardiology, evelina london children¿s hospital, london, UK, with corresponding e-mail: shakeel.qureshi1@nhs.net.].